Event description:
The customer reported cleaner fluid leaked from the right side of the diluter area involving an lh 500 hematology analyzer. The customer indicated that latron control failed during the event. The operator was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak coming from worn tubing at pinch valve pv40. The fse proceeded to replace the tubing to resolve the leak. The fse ran latron control following tubing replacement and the results met published specifications. Failure mode of the leak is attributed to worn pv40 tubing; latron control results failed and alerted the operator to an instrument problem. (B)(4).